Manufacturer narrative:
Corrected information: foreign, health professional, user facility. Investigation - evaluation: a review of the complaint history, device history record, documentation, manufacturing instructions, and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Measures have been conducted to address this failure mode. The appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The reported device is not available for evaluation. The event is currently under investigation.

Event description:
A flexor shuttle tibial guiding sheath (which includes the tuohy-borst as a component of the sheath) was used in an unspecified procedure. It was reported that blood leakage from the tuohy-borst was confirmed during use. Another device was used instead and the procedure was finished successfully. There have been no adverse effects to the patient reported.